Event description:
It was reported that there was a micro-tear in the catheter. There was leakage at multiple sites. The patient experienced headache, increased pain, nausea, csf leakage, and edema/seroma/hematoma. The drug was prialt 10 mcg/ml delivered at 3 mcg/day. The catheter was revised and the patient still had issues. It was replaced. The patient outcome was reported as a non-serious injury.

Manufacturer narrative:
Results: catheter. Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete, and/or, when additional information if received from the hcp.